Manufacturer narrative:
Review of instrument images: negative reactions for all cells- 1 and 2 visually negative, cell 3 visually positive. Technical communication cc 09-042-02 states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal. Customers were advised to perform a visual verification of negative reactions before final release of those well results.

Event description:
On (B)(6) 2016 a customer reported unexpected negative results when testing a patient sample using capture-r ready-screen (crrs) on the galileo echo instrument. The patient has a history of anti-kell. The wells appeared visually positive, but resulted negative on the instrument.